Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements along with a slight increase in threshold measurements. A chest x-ray was planned to evaluate the lead. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this lead was found to be fractured 96 millimeters (mm) from the terminal pin. Cuts in the insulation and deformed conductor coils were also observed, consistent with damage caused by explant. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences. Analysis concluded the high out of range pacing impedance measurements and increased threshold measurements were due to lead fracture.

Event description:
Additional information was received indicating high out of range pacing impedance measurements continued to be observed. An invasive procedure was performed. This lead was successfully explanted and replaced with another manufacturer's lead. No additional adverse patient effects were reported.